Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for blank display. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that her pump won¿t even read the battery now and is not giving any sort of screen display. Customer reported that end of the battery piece, activity guard and the battery cap broke off and she asked to get the piece to hold the battery in. Customer reported that she got change battery on the pump and she did, and the battery cap just popped off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Insulin pump was received with broken battery cap, broken battery tube thread, corroded battery tube, racked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked reservoir tube window, stained address/serial number label, stained end cap sticker and minor scratches on display window noted.